Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose results were 174mg/dl(meter), 117(lab)mg/dl. Tests were done within < 10 mins with a difference of 49%. Pt did not experience any adverse events. No further info has been reported.